Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the handle cannula of the trapezoid basket broke when physician was trying to break the stone. Laser lithotripsy was performed to break and removed the stone from the basket. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.